Manufacturer narrative:
Event description: as reported, after a vaginal delivery, a bakri tamponade balloon catheter leaked after it was placed with oval forceps through the vagina. When the balloon was filled with approximately 150ml of water, blood water began to flow out of the vagina. Another balloon of the same type was used to complete the procedure after it was filled with 350ml of water to successfully stop the bleeding. Prior to device failure, the patient lost 600ml of blood; after the device failure, the patient lost 150ml of blood totaling in an estimated 750ml of blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control procedures. One bakri tamponade balloon catheter was returned for investigation. Visual examination did not note any damaged to the device. The balloon was inflated with approximately 150ml of water, and no leak was detected. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." A definitive cause of the event could not be determined from the available information. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, after a vaginal delivery, a bakri tamponade balloon catheter leaked after it was placed with oval forceps through the vagina. When the balloon was filled with approximately 150ml of water, blood water began to flow out of the vagina. Another balloon of the same type was used to complete the procedure after it was filled with 350ml of water to successfully stop the bleeding. Prior to device failure, the patient lost 600ml of blood; after the device failure, the patient lost 150ml of blood totaling in an estimated 750ml of blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.